Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("constant pain and aches in lower left quad of abdomen") and fallopian tube cyst ("large cyst from around the left fallopian tube/coil") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) and melatonin. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and intervention required), fallopian tube cyst (seriousness criteria hospitalization, disability and intervention required), menorrhagia ("periods became long and horrible amounts of bleeding") and uterine tenderness ("uterus seemed tender during intercourse and pelvic exams"). The patient was treated with contraceptives nos, surgery (full hysterectomy to remove the coils as well as uterus and cervix was done ) and surgery (removal of cyst was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower had resolved and the fallopian tube cyst, menorrhagia and uterine tenderness outcome was unknown. The reporter considered abdominal pain lower, fallopian tube cyst, menorrhagia and uterine tenderness to be related to essure. The reporter commented: an intervention, hospitalization and permanent damage/disability were mentioned but not specified and/or assigned to one of the events. Diagnostic results: on an unspecified date a pelvic exam was performed, and it was possible feel the area where the inflammation/pain was dominating from. A large cyst from around the left fallopian tube/coil was removed and sent for lab examination. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.